Manufacturer narrative:
The hospital declined a proposal to confirm and correct the reported fault.

Event description:
The hospital reported the unit alarmed. This alarm would have prevented the use of mechanical ventilation. There was no report of patient involvement.